Manufacturer narrative:
It was reported to stryker that an ambulance was involved in an accident. It was alleged that as a result of the accident, the patient and emt became deceased. The stryker product did not cause or contribute to the alleged traffic accident event. Device not returned.

Event description:
It is alleged that an ambulance hit black ice went off the road onto the left side, went up a hill, rolled over two and a half times resting on it's roof. The rail post broke from the frame of the cot.

Event description:
It is alleged that an ambulance hit black ice went off the road onto the left side, went up a hill, rolled over two and a half times resting on it's roof. The rail post broke from the frame of the cot.